Event description:
Patient presented for outpatient nuclear cardiology test. It is unclear as to why that test was not done; patient was brought to the device clinic. One of the recorded "observations" during interrogation of the aicd was an alert: "back-up alarm has sounded due to unsuccessful wireless transmissions." Possibly the alarm was audible in nuclear cardiology, even though the patient was not aware of it. The second "obcervation" during the device interrogation was sensing issue: "3718 short v-v (ventricular) intervals since 2 months ago. Check for double-counted r waves, lead fracture, or loose set screw." The patient was admitted directly from the device clinic with admitting diagnoses of "fracture of atrial and ventricular lead, atrial and ventricular lead noise." Scheduled for lead revision and generator change. In the text of the procedure report, the physician has written, "since she has been set in vvi node (ventricularly paced, ventricularly sensed, pacing inhibited) and no evidence of sinus node dysfunction, will implant a single chamber ICD. Her ejection fraction (ef) is <35%. Because of the significantly attenuated life span left in the current ICD generator, and because of the risk of infection each time opening the pocket, a decision was made to change the generator as well."======================manufacturer response for lead, riata v lead (per site reporter).======================an advisory was sent out to all practitioners using these leads, that there is a possibility of insulation breach.